Event description:
It was reported by the clinician that when they are attaching the syringe to the spinal needle, they find leaking around the hub of the spinal needle. This results in issues with correct amounts of medication to inject. As a result, they had to pull additional medications from the pharmacy. There was no delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.